Event description:
Four years post-op: revision performed due to possible infection. Poly wear was noted on the polyethylene liner.

Manufacturer narrative:
Engineering eval pending return of the device.